Manufacturer narrative:
Model number/catalog number: 72404127, serial number: null, batch/lot number: 1000212197, model/catalog description: control pump fgs iz.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to the pressure regulating balloon (prb) herniated around (B)(6) 2019. The prb and pump were replaced with new components. No patient complication were reported in relation to this event. No more information is available at the moment. Additional information received. There were no issues with the replaced pump. The prb migrated to the lower abdomen area. The patient had a good outcome with no adverse effects.